Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that the pt had the devices explanted due to a suspected type 3b endoleak and thrombosis.

Manufacturer narrative:
Based upon the clinical assessment, the reported type iiib endoleak was not confirmed. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. Based upon the investigation, it could not be determined if a design or manufacturing issue contributed to the root cause, which is inconclusive, based on the limited clinical information.